Manufacturer narrative:
Investigation results: the visual inspection showed that the dissection tip was detached from the juicer body. When the dissection tip was reassembled with the juicer body, it formed a complete assembly. The dissection tip detached from the juicer at the point where they are glued together with adhesive. A detailed visual inspection of the juicer and dissection tip components showed that residual adhesive was present on the juicer od. The dissection tip ID at the point of attachment to the juicer od had a very small amount of residual adhesive present. The reported failure was confirmed.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the dissection tip from a vh-3200 kit broke off in the pt's leg and had to be retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.